Event description:
It is reported that a patient had a 3.0mm diameter x 18mm length resolute integrity rx drug eluting stent implanted during an index procedure. Following the procedure, the patient states that although the symptoms of severe exhaustion, difficulty breathing, palpitations, cold sweats, etc. Were resolved almost immediately after the procedure, she has been experiencing chest pain on a daily basis that were thought to be related to the stent being in the process of opening and settling in place. Approximately 7 months later, the patient underwent a cardiac MRI and since has been experiencing more localized chest pains and additional cardiac symptoms proceeded to worsen for several weeks. The patient has also had a previous non-medtronic stent implanted.

Manufacturer narrative:
Evaluation, results: (limited information - root cause could not be determined), inherent risk of procedure (reaction), no results available since no evaluation performed (device or procedural images were not returned for review); evaluation, conclusions: (limited information - root cause could not be determined), inherent risk of procedure (reaction), unable to confirm complaint (device or procedural images were not returned for review). (B)(4).